Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary systems that prior to cardiopulmonary bypass surgery, during prime, the heat exchanger leaked. There was no patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems has received the actual device; however, an investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).